Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The numbers did not ramp up on their own and the scroll bar did not move without input. The device was received with cracked lcd window, cracked display window corners and broken belt clip slot.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 495 mg/dl. Customer treated themselves via manual injection. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer advised the scroll bar did not move up or down without input. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.